Event description:
The customer contacted stryker to report that their device turns off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third party service provider evaluated the customer's device and duplicated the reported issue. It was determined the cause of the reported issue was a broken/damaged system pcba. Stryker informed the customer that their device is unrepairable. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device turns off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.